Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) minicap transfer sets leaked from an unspecified location. This was observed during use of the devices for peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: two (2) actual devices were received for evaluation. Visual inspection was performed and a broken occluder foot was observed on both samples. The occluder feet, contained in the main body and covered by the sleeve, clamp the tubing closed when the twist clamp is locked in a closed position. A broken occluder feet would result in fluid flowing through the set with the twist clamp closed. The reported condition was verified. The cause of the damage could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.